Event description:
It was reported that the pump was not infusing completely.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken, the top case was cracked and the right plunger case was damaged. Review of the event history log showed that the main board was changed out prior to returning the pump. Functional testing involved flow accuracy testing. The reported issue was not duplicated during the investigation, the accuracy was within specification. The pump's software was converted back to a v6 software from a non-v6 software. The investigation determined that the problem source was due to the customer's use of a non-v6 software on a v6 manufactured pump. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.